Event description:
Event description cpi received this aicd y connector back for analysis. No complaint attached, no patient data, no hospital, no physician. Returned from heart to heart. Due to lab analysis this y connector is being reported as an event.